Manufacturer narrative:
Device was returned with a 5.5 inch length of catheter attached. Microscopic examination of the device and catheter revealed no anomalies. The system was pressurized via nitrogen for one minute with no leakage occurring. The portal and catheter were both patent.

Event description:
Port was used successfully on 7/25/96 but by 7/30/96 the system leaked. Swelling with access. Flushing stopped and swelling decreased. System was heplocked. Subsequent linegram showed tissue leakage, clot at tip, contrast outside of port. Explant of system is planned but in the interim peripheral infusion will be used.